Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately high. The medical affairs specialist (mas) spoke with the pt on august 11, 2008 and obtained the following info. The pt reported that she first noticed higher than usual blood glucose readings a couple of days prior to contacting lfs. On original date between 2 and 4 am, the pt claimed she woke up "sweating and shaky". The pt claimed that she felt low; however, when she tested on the subject meter she reportedly obtained a reading of "252 mg/dl". Despite the alleged high reading, the pt treated herself based on her "low blood sugar" symptoms and ate a cookie. At 10:45 pm on the day before, the night prior to developing the symptoms, the pt mentioned she had tested on the subject meter and obtained a reading of "340 mg/dl". The pt indicated she took 10 mg of glyburide instead of her usual 2.5mg dose per her dr's advice. The pt had contacted her dr earlier that day (time unk) because she was concerned with recent readings she felt were too high. Starting on the late evening of two days prior to original date continuing through the following day, the pt reported obtaining the following results: 377, 266, 346 and 302 mg/dl." The pt mentioned her blood glucose usually runs in the "120's", but had recently broken her arm and nose and the dr attributed the elevated results to stress, pain and the pain medication she was on. At the time of troubleshooting, the cca walked the pt through a control solution test and it failed. The cca ran a second control test using a different vial of test strips and it fell within range. Replacement prods were sent to the pt. This complaint is being reported because the pt claims she obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.